Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted subtotal gastrectomy surgical procedure, the wristed needle driver (wnd) had a broken wire. No fragment fell inside the patient. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. Suture was being performed when the issue occurred. The instrument did not collide with other instrument or tool during the procedure. There was no fragment falling into the patient¿s anatomy. The customer used a backup instrument to continue with the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the wristed needle driver instrument involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed snake wrist cable. The wrist cover was removed for inspection and the cable appeared to be frayed at the distal end.